Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastric sleeve procedure, a piece inside the device fell into patient's cavity but was retrieved. No patient injury.